Event description:
It was reported that during an anterior cruciate ligament repair, t2 did not deploy. T1 deployed successfully but was later removed from the patient after the failure of t2. The physician used another fast fix device to complete the repair.

Manufacturer narrative:
Result: other - upon inspection, the needle was found to be bent/kinked and twisted. Product evaluation: one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, ¿trigger problem¿. Visual inspection found the needle to be bent/kinked, and twisted. This was most likely the root cause of the reported complaint. The IFU cautions against bending the needle as it may affect actuator function. During testing the delivery needle was straightened, and was able to cycle/actuate as expected. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).